Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash/welts on the right side under the lifevest therapy electrode pad and on his arm. It was also reported that the patient's garments were very dirty, that the patient had a wound vac, and that there was gauze placed under the lifevest. During the patient's stay at the hospital, the lifevest was removed and the patient was provided medication. Follow-up indicated that the rash and welts were healing.